Event description:
Customer reported getting erratic readings from their freestyle meter. Comparison tests were performed with the freestyle meter. The results were 120 mg/dl, 134 mg/dl and 91 mg/dl. The results differ by more than 20% and therefore, meet the manufacturer's definition of a malfunction.